Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, wear abrasion, brown particles in the shell, crease fold, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was the unit was not ruptured.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/17/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side "lump in breast", "pain", and rupture. Device remains implanted.